Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The patient had exposed mesh excision and resuturing at (B)(6) and was then referred to a (B)(6) due to the recurrence of mesh erosion. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted during a mid-urethral sling procedure performed on (B)(6) 2014. According to the complainant, after the procedure, the patient had an exposed mesh fiber in the vagina. On (B)(6) 2016, the patient had undergone trimming of exposed mesh fiber and resuturing. However, the patient had a recurrence of mesh erosion and vaginal pain. Subsequently, the patient was seen at a (B)(6).